Manufacturer narrative:
Findings: reliability analysis evaluated 3 opened/used reservoirs. Inspected reservoirs, snap-cap, and septum for anomalies. None were found. Ran occlusion test per as follows: reservoirs filled with diluent, and connected to a new infusion set. Installed reservoir and connector into a 7xx pump. Performed pump manual prime. Visual fluid flowing through infusion set and out catheter tip. Conclusion: reservoirs not occluded. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed no delivery. The customer's blood glucose level was 400 mg/dl at the time of the incident. The customer treated their blood glucose with manual injections. The customer did not mention any symptoms of high blood glucose levels. The customer was assisted with trouble shooting and found that the reservoir needed to be changed. The customer could not resolve the issue with a set change. The customer returned the product for analysis.